Event description:
It was reported that inflation difficulties occurred during pre-insertion testing of one size 6 lpc, low pressure cuffed tracheostomy tube. The reporter stated that the luer valve on the device pilot balloon was defective. A second 6 lpc device was used with no further problems occurred. There was no direct pt involvement. The 6 lpc device has been returned to the MFR for identification, analysis and investigation.